Event description:
On (B)(6) 2003, I went in for a breast augmentation with dr. (B)(6). I had mentor saline round moderate profile saline placed under the muscle. Within 5 months, I noticed health problems but did not realize that my implants could have been the cause of my ailments. I noticed my hair falling out, brain fog, low energy, and a problem with infertility. I went to my regular doctor, gynecologist, and fertility specialist. My lab work did not show any problems. In (B)(6) 2018, I felt like I was going to die. Here are my list of symptoms I was experiencing deep brain pain couldn't communicate words or sentences, extreme fatigue, extreme shortness, shortness of breath, couldn't exert any energy, breast pain in left and right, stabbing pains in right, numbing and tingling in arm and fingers, extreme ringing in ears, rib pain right side, back pain left, the flank area, neck pain, scalp pain, ear pain, brain pain plus the feeling of drainage on the right side, food intolerances and allergies, below weight, candida and yeast overgrowth, rash on neck, back eyelid skin sores on lower back, legs, arms, face scalp, gut bowel, tooth, skin, vaginal infections, scalp itching, scalloped tongue mouth, thrush on cheeks, chronic yeast infections, grey/yellow dry eyes, blurred vision, eyelid face inflammation, stomach bloat, constipation, no libido, swollen lymph nodes, heart palpitations, anxiety attacks, panic attacks, vertigo, dizziness, blackout, extreme sunlight sensitivity, extreme temperature sensitivity, sound sensitivity, metal body odor, film-like feeling on my scalp, hair loss, dry hair, dry skin. My breast implants greatly limited and impacted my daily living activities and job responsibilities due to pain, pulling numbness, and tingling. I couldn't reach up with my right arm due to the pain and pulling it caused in my right breast. It was difficult and painful to simply wash my hair using my right arm. I couldn't hold pots and pans, reach up into the refrigerator, or pull out laundry from our stacked dryer. I couldn't even exercise, it was too painful. I couldn't walk. It was too hard to breathe. I'm a teacher. I'm right-handed and I couldn't even write on a dry erase board. Every day my arms felt numb and they tingled from my elbows to my fingertips. It prevented me from driving my car because it was too difficult to hold the steering wheel. It became challenging to turn door handles to open a door. I was constantly having to shake and rub my arms to the numbness and tingling to let up just so I could try to write an email. All these symptoms and limitations greatly impacted my life. I was scheduled to have breast explant surgery, en bloc total capsulectomy with dr. Feng in (B)(6) 2019. I had to cancel that surgery date because I felt like I was dying. I explanted on (B)(6) 2019, with dr. (B)(6). FDA safety report ID# (B)(4).